Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient squeezed and suction was broke which led to incomplete side cut in the left eye during lasik procedure. Surgeon used vaness scissors to cut open small area of incomplete flap, flap was lifted and eye treated normally. Procedure completed successfully.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Latest preventive maintenance performed . Logfiles have been requested but not provided therefore logfile review cannot be performed. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause is patient squeezing eye during laser procedure. The manufacturer internal reference number is: (B)(4).